Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicates that a foot assembly was out of the guide bridge resulting in retraction problem and difficult to remove device, confirming the reported event. Based on visual and functional analysis of the returned device, the cause of the incident was related to the operational context during the use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide footplate could not be retracted. The lever would not close and the footplate would not return into the proglide for safe removal. The physician had to remove the device by force which resulted in additional damage to the artery. Manual arterial compression and a non-abbott device were applied for several hours to achieve hemostasis. The patient was kept in the hospital for two days post procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.